Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left lower lobe resection, the surgeon was able to press the green button but could not squeezed the handle and the device cannot be fired when the left lower lobe cleft in a closed incision. They replaced a reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.